Event description:
Reportedly, during a regular ICD follow-up performed on (B)(6) 2012, the programmer got blocked when egm printing was attempted. An analysis is requested.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.